Event description:
It was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, the prolieve system displayed a "low water" error message. The physician filled the heater exchange cartridge and the system displayed a "low water" error message two more times. The physician completed the procedure with another prolieve thermodilatation kit. There were no patient complications and the patient condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, lot number 615381, provided by the complainant represents the prolieve catheter contained in the prolieve thermodilatation kit.